Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements om this right ventricular (rv) lead. Technical services (ts) discussed that over the last year, the impedance has been stable in the 500-600 ohm range with occasional abrupt spikes upward that return to baseline. No evidence of lead noise was noted. Technical services (ts) discussed this could be a spring contact issue and further evaluation was recommended . No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Technical services (ts) discussed that over the last year, the impedance has been stable in the 500-600 ohm range with occasional abrupt spikes upward that return to baseline. No evidence of lead noise was noted. Technical services (ts) discussed this could be a spring contact issue and further evaluation was recommended. No adverse patient effects were reported. This device system remains in service. Additional information was received that the patient was seen in clinic for device interrogation and isometrics. No noise episodes were noted and impedance measurements returned to normal range. The header of the device/pocket was also manipulated with no spikes in impedances or noise noted. The physician recommended to continue to monitor the patient. No adverse patient effects were reported. This device system remains in service.